Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 16 mmol/l (288 mg/dl) while wearing the pod for an undisclosed time. The legal guardian (lg) called to report a controller was damaged by dropping it. The issue happened a couple of weeks before and the lg could not specify exactly when it happened. The lg reported the controller was working but eventually it was not functioning, the controller would not deliver insulin. Medical assistance was required due to the damaged controller. On the morning of (B)(6) 2026, the patient visited the (B)(6) hospital since their glucose level was high and they had ketones. The period of the stay in the emergency room (ER) was 6 hours. According to the lg, the bg level was high, and ketone was 0.6 and increasing. The patient was diagnosed with ketones and the treatment provided during the ER visit was insulin administration by pen to bring down the bg level. The patient returned home that same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.